Event description:
It was reported that a cgm error occurred, specifically error 42 on a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by walking them through the process of resetting the pump, and the caller successfully started their sensor session without further issues.